Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date. The patient was seen for a routine follow-up at 3 months post-op and reported some discomfort on intercourse. On examination, she was found to have a small area of mesh exposure within the vaginal sulcus. Surgery is planned to excise the exposed area and close the defect in the vagina. Additional information has been requested.

Manufacturer narrative:
It was reported by surgeon that the patient will have another surgery for mesh erosion in the next two or three weeks.